Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.